Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure stent thrombosis occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The lesion was predilated with a 2.5x20mm apex balloon and a 3.00x32mm taxus liberte stent was implanted in the rca. The lesion was postdilated with a 3.5x15 non bsc balloon and the case was successfully completed with a good result. Two hours later the pt presented to the cath lab with chest pain and inferior st elevation. An angiogram was performed which identified stent thrombosis. The physician believed the thrombosis occurred due to the fact that the pt was given heparin during the procedure and was given clopidogrel at the end of the procedure which takes approximately 2 hours to become effective and there was a lag time in between the effectiveness of the heparin and the clopidogrel. The thrombosis was treated by inflating a 2.5x15mm and 3.5x15mm apex balloon in the lesion. No additional complications were reported with the pt's current condition listed as "well".